Event description:
The hosp reported the pt could not be ventilated in volume mode. Pressure mode and manual mode of ventilation were reportedly not affected. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Ref MDR 2112667-2013-00005.